Event description:
The customer reported an adc failure vent inop. There was no patient involvement.

Manufacturer narrative:
Date of this report: 01/2015. Date rcvd by MFR: 07/20/2015. Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported an adc failure vent inop. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).